Event description:
It was reported that insulation damage was observed on the right atrial (ra) lead. A different ra was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of twisted insulation was confirmed. As received, a complete lead was returned in one piece. Visual analysis noted the outer insulation was twisted throughout the entire lead. X-ray examination noted the inner coil at the connector region was over torqued. The cause of the reported event was isolated to the inner coil over torqued and the outer insulation twisted. Electrical testing did not find any indication of conductor fractures or internal shorts